Event description:
It was reported that the 9600 system would not save images. Also the cross arm brake handle was broken and the steering controls were damaged. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and software upgrade were installed. The cross arm brake handle and steering were repaired during the service call. The system was tested and found to be working as intended and put back into service.